Event description:
It was reported that during fast anatomical mapping (fam) in the left atrium (la), the lasso navigational variable eco catheter got stuck in the la. The physician was not sure where exactly. After turning the catheter and advancing the sl1 sheath, the catheter could be retrieved from the patient without any difficulties. The catheter was inspected visually and the physician recognized that the tip nodule of the catheter was reddish colored and looked broken (fissure). The procedure could be completed using a new lasso catheter. The patient did not suffer any consequences. Upon request, additional information was provided on the event. There was no patient injury. There was no medical intervention. The patient was not hospitalized due to the event. There was no possibility of a detached component being stuck in the patient. There was no component loose or hanging. There was no exposed wires. There was difficulty in removing the catheter, but they were able to remove it. They did not have to apply additional force but a little movement clockwise. It was not likely that the tip would be detached during removal. No prognosis available for the patient. The broken (fissure) catheter condition is indicative of a reportable event.

Manufacturer narrative:
(B)(4).